Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer experienced low blood glucose (bg) of 45mg/dl, cause was unknown. Glucose tablets were consumed to treat bg level. Recommendation was made to consult with healthcare provider regarding diabetes management. Additionally, the pump did not annunciate an audible tone. Reportedly the customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The failure investigation has been completed and the alleged low bg issue was verified in the pump logs, however, no failure was identified. Additionally the alleged speaker issue could not be verified.